Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the cut on the pink probe and missing adhesive on the forceps distal end cover, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a cut on the pink probe and there was missing adhesive on the forceps distal end cover. There was no patient involvement.